Manufacturer narrative:
It was reported that the cordera plastic trial neck broke while the surgeon tried to dislocate the hip. There were no delays in surgery nor were there any delays in the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the cordera plastic trial neck broke while the surgeon tried to dislocate the hip. There were no delays in surgery nor were there any delays in the procedure.